Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
The initial MDR with manufacturing report number (3003442380-2025-12834), was submitted on 12-aug-2025. Upon completion of the investigation, the manufacturing date was updated as 24-aug-2024. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary a complaint investigation has been initiated under complaint investigation child record (B)(4) the batch 6008803, in question was manufactured at the reynosa site. DHR review: the lot 6008803 was manufactured according to the work instruction (wi) version 116 and manufactured in the line 1 on 24-aug-2024, with a total of (B)(4) units. Review of the DHR showed that a non-conformances (nc) 2000509 was opened due to sterilization. This nc is not related to claimed malfunction. Conclusion summary of complaint investigation: review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. One nonconformance (nc) was raised during the sterilization process, and found unrelated to the reported malfunction code. No deviation was identified, nor maintenance events were recorded related to complaint code. Therefore, this issue will be monitored through the post market surveillance activities

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an cannula blocked event on (B)(6) 2025. The blood glucose level was 400 mg/dl and the patient was treated with correction bolus via pump. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available.